Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and will not power on. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the device was unable to power on and the internal hybrid layer capacitor (hlc) batteries measured low voltage. Physio also observed evidence that a shorting plug was previously inserted into installed charge-pak battery. The shorting plug is used to safely deplete a charge-pak. When the depleted charge-pak was inserted into the device, the charge-pak rapidly depleted the hlc batteries. Physio determined that the cause of the reported issue was due to user error. The customer received a replacement device.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and will not power on. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.